Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high/undefined impedances, high rate non-sustained episodes, noise, and an increased number of short v-v intervals. A lead fracture was suspected. The lead was programmed off, and will be explanted at a later date. No patient complications have been reported as a result of this event.